Manufacturer narrative:
Therapy date: (B)(6) 2021. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that there was a revision due to implant fracture and pain.

Manufacturer narrative:
(B)(4). As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The raw material certificate was reviewed with no anomalies noted. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The device is used for treatment. A definitive root cause cannot be determined, as no products were returned for evaluation. However, it is likely that the incomplete bone healing/union of the femur under partial-weight bearing and the subsequent shift to a full-weight bearing as per rehabilitation protocol led the fracture of the ncb plate and a re-fracturing of the femur. Potential patient-related contributing conditions in regards to the reported event might be related to age, bmi, leg length discrepancy and morbidities such as osteoporosis. Potential procedure-related contributing conditions in regards to the reported event might be related to the placement of the ncb plate, where contrary to the recommended ncb plate insertion and positioning as per surgical technique, it appears that not the widest part of the plate was placed on the fracture site and it appears that there is an incomplete contact of the distal part of the plate with the bone. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the previous submitted report. Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available. Zimmer biomet¿s reference (B)(4).

Event description:
Investigation of this incident is currently ongoing. This report is being filed to relay additional information, which was unknown at the time of the previous submitted report.